Event description:
It was reported that the customer experienced a past high blood glucose event, reaching a level of 565 mg/dl, which required a visit to the emergency room on (B)(6) 2025. Cause was not known. The customer received treatment with IV fluids and insulin at the ER, which resolved the issue, and no permanent damage was identified by healthcare providers. The customer was released on (B)(6) 2025. The customer declined further supplies or system checks, and no additional assistance was required.